Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the pen needle safeassist 30g x 5mm EU there was an issue with blockage that prevented insulin administration. The following information was provided by the initial reporter, translated from french to english: the pen blocked during insulin administration with the bd safe assist needles while the injection was possible with the needles of the previous step with the same stlo; recurrent incident.

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that during use of the pen needle safeassist 30g x 5mm EU there was an issue with blockage that prevented insulin administration. The following information was provided by the initial reporter, translated from french to english: the pen blocked during insulin administration with the bd safe assist needles while the injection was possible with the needles of the previous step with the same stlo; recurrent incident.